Event description:
It was reported that an asymptomatic patient presented for lead replacement. The right ventricular lead exhibited high impedance and noise. The lead was capped and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.